Event description:
The manufacturer received information in relation to an everflo portable oxygen concentrator. The device was returned to a third party service center. The device was serviced by a service technician. The service technician reports a burnt power cord. The user reported the device was in use on 11/06/2023 when flames appeared in the power cord. The device stopped working, no alarm sounded. The user was transferred to a back up oxygen cylinder.

Manufacturer narrative:
H3 other text : device serviced at third party service center.

Manufacturer narrative:
Reporter country section was filled with wrong country name in the previous report which has been corrected in this follow-up report. The manufacturer received new and relevant information for the completion of linv on 10/24/2024. The device was returned for lab investigation by pil, during the external and internal investigation an external inspection revealed appeared to have been neglected, or no preventative maintenance performed in 23560.8 hours use, physical damage to ac power cord (exposed conductors due to chaffed/cut ac power cord insulation). An internal inspection revealed that old/used/worn/dirty, significant neglect. One item worthy of note, the unit appears to have sustained a significant drop. Confirmed allegation of ac cord burned. Confirmed ac power conductors are exposed from what appears to be physical damage. Recommend unit processed through service department for pm/conformance check/revision and upgrades. Unit forwarded to rimp for sort and shipment to servicing. In addition, appropriate code updated/corrected in this follow-up report.